Event description:
The sales rep reported that when screwing a variax dr locking screw in a plate, the threading came off. Another screw was used to complete the procedure.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry stated the locking screw t7 2.3 x 22 mm to be the primary product. No further associated devices were reported. A physical examination could not be carried out as the device was not returned to stryker. According to information received, the item got lost during transportation. A review of the device history records could not be carried out as the lot code was unknown and could not be provided. Thus, a reasonable examination and investigation was not possible. The reported event (¿screwing a variax dr locking screw in a plate, the threading came off¿) could not be confirmed since the device was not received for evaluation. With the information given the exact root cause could not be determined. The IFU advises that screws should not be over-tightened during insertion. It furthermore warns that excessive tightening of the locking screw may lead to stripping of the locking threads. In the event that a locking screw thread strips out, a bone screw should be used. A more precise statement is not possible based on the information given. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Device was not returned.

Event description:
The sales rep reported that when screwing a variax dr locking screw in a plate, the threading came off. Another screw was used to complete the procedure.